Manufacturer narrative:
The initial MDR was incorrectly submitted as follow up #1. This record is for the correction to initial report.

Event description:
Per sales rep reported revision of primary hip due pain and cup shifted. Update: the original stem remained in and we put in a new cup (depuy) and a stryker +10 pca hb. Update f: records indicate the patient dislocated due to excessive wear of the poly.